Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 1600mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient heard the pump alarm. The day of the report the healthcare provider did a pump refill and a motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2017 @ 0220 with no recovery. The patient did not recently have an MRI. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-28. The pump was returned for analysis. The provided logs indicate that the pump was used to infuse lioresal[2000 mcg/ml] at a daily dose of 1628.9 mcg/day. The logs show a motor stall on (B)(6) 2017 at 02:20, followed by a pump refill at 08:13. The logs do not show a motor stall recovery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-25. It was reported that a pump refill was performed on (B)(6) 2017 to resolve the motor stall. The cause of the stall was not determined. The pump was explanted and replaced on (B)(6) 2017, and was to be returned to the manufacturer.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. H6: result code (B)(4) no longer applies. Conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The provided logs indicated that the pump was used to infuse lioresal [2000 mcg/ml] at a daily dose of 1628.8 mcg/day [not 1628.9 mcg/day as previously reported].